Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. During the procedure, the motor drive unit dropped power during use. The level indicator was stepping down power levels on its own. The staff held the increase button down to keep the device in max power. The case was completed with no pt consequence.

Manufacturer narrative:
(B)(4). Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished good release criteria.